Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the l3 lead had migrated and the l4 and l5 leads were causing pain at the lead site. As a result, surgical intervention was undertaken was undertaken on (B)(6) 2026 wherein all 3 leads were explanted to address the issues. Only the l5 lead was replaced.